Event description:
On 11jun2024, belmont medical technologies, received medwatch reference number (B)(4) detailing an incident that occurred on jan 14, 2024. Two devices were in use during that case but only one serial number was provided.

Manufacturer narrative:
The medwatch report stated that two serial numbers were in use during the event. The first serial number was provided in the report, which was captured in internal complaint file (B)(4), and manufacturer report #: 1219702-2024-00032. At the time this initial report was filed, the serial number of the second device was unknown. On 10jul2024 following the filing of this initial report, the user facility confirmed that the second serial number involved in this case is (B)(6). This was the assumption for this initial report, based on the date of event listed in the medwatch report, cross-referenced with our internal records. This serial number is linked to internal complaint record, (B)(4) which was initiated on 15jan2024. This internal record has been investigated and completed. Belmont will continue to monitor this issue moving forward.

Event description:
On 11 june 2024, belmont medical technologies received medwatch reference number (B)(4) detailing an incident that occurred jan 14, 2024. The user facility report by anne braun states following: patient came in to emergency department (ed) with multiple gunshot wounds to torso. Massive transfusion protocol was started using belmont rapid infuser. Patient taken to operating room for exploratory laparoscopy. During the 4th round of media transfer protocol (mtp) administration, the primary or belmont unexpectedly shut down without warning. A member of the or team ran to retrieve the belmont from the cardiovascular operating room (cvor). Once the cvor belmont arrived, it was set up, but then they realized it was also malfunctioning - it was unable to heat the blood, and it restricted the administration speed to 50cc/hour. The patient was experiencing substantial blood loss and occasional hemodynamic instability, so they then contacted the ed to have them bring a belmont from the ed up to the operating room for them to use. The belmont they got from the ed did not malfunction, and allowed the team to give two more rounds of mtp. The patient has recovered, although he has ended up with a colostomy. The first belmont machine, that shut down unexpectedly, was purchased by our hospital over a year ago and put into use in the hospital in [date redacted]. It had preventative maintenance done in [date redacted]. The second machine, the one that wouldn't heat the blood properly, was purchased new in [date redacted]. Both machines have been sent back to the manufacturer because they are still under warranty. We have not heard back from the manufacturer yet.

Manufacturer narrative:
This report is pertaining to 2nd device mentioned in medwatch # (B)(4) received on june 11th 2024, having date of incident jan 14th 2024. The report involved information on patient involvement, so it's being reported now. There is discrepancy in the event date information from what was initially reported to belmont vs the information in medwatch # (B)(4). Per our records, the internal complaint file # (B)(4) appears to be associated with the 2nd device from the user facility report, however it has not yet been confirmed as serial number (B)(6). Since there is no information on serial number of 2nd device in the medwatch, belmont contacted user facility on july 3, 2024 to confirm the serial number. Belmont initially received this complaint from the user facility on jan 15th, 2024, having date of incident as jan 12th 2024 where the biomed ((B)(6)) had reported that, "during a setup, the unit shut off within a few minutes after unplugged from ac. No patient was involved. The biomed performed the battery life test after an overnight charge but fails. The unit shut off after 15 minutes of test with ac unplugged." It was reported that there was no patient involvement in the incident, therefore, belmont determined this incident to be non-reportable. The ri-2 involved in this incident was returned to belmont for evaluation on jan 22, 2024. The cited device was evaluated by a belmont service technician. During evaluation it was identified that battery voltage was low and would not hold a charge. The root cause was isolated to the batteries. The batteries were replaced and the system was upgraded, recalibrated, and operated at elevated temperatures, and a final test/inspection was performed. The unit passed all test and inspection requirements. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes ff the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of power cord not plugged in ac power, the rapid infuser displays the following alarm message: "battery no heating." To indicate the system is now in battery mode and heating is suspended. The maximum flow rate is 50ml/min, and heating is suspended. The operator's manual also provides possible conditions and additional recommended operator actions:" plug into ac receptacle; check power cord connection. Keep the system plugged into charge the battery". The operator's manual also has caution: "battery operation should be used only briefly or at. To date we have not received any response from the user facility relating to the serial number. We will continue to follow-up with the user facility to confirm the details and a follow-up report will be submitted once the information becomes available.